Manufacturer narrative:
Siemens healthcare diagnostics filed the initial MDR on (B)(6) 2012. Additional information: an urgent customer notification was provided to all streamlab automation solutions customers to inform them that siemens healthcare diagnostics has received reports from customers that the small pins at the bottom of the center door panel of the input/output module, which protrude approximately 5/8 inch (16 mm), have contributed to two trip and fall incidents. Customers are advised that when working in the area of the input/output module to be aware of the two pins that protrude and to use caution. They are asked to notify all streamlab operators in the laboratory to this potential safety issue and to post the notice on or near the system.

Event description:
An operator was performing standard operations on the streamlab core unit. The operator got their shoe caught on one of the pins that protrude below the frame of the I/o module and fell backwards. The operator received experienced a sore hip and back due to the loss of balance and fall backwards.

Manufacturer narrative:
The cause of the injury was a protrusion of a pin below the frame of the I/o module. The instrument is performing within specifications. The ergonomics of the I/o module is under investigation.